Event description:
Pt was revised to address loose femoral component, broken stem, as well as poly wear of the tibial insert and osteolysis. The loosening occurred at the cement/implant interface. Cement manufacturer unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The reported broken stem product code and lot code required in retrieving the device history records for reviewing and searching the complaint database could not be determined. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.